Event description:
The procedure was completed with the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final complaint investigation. Updated fields: b5, d8, d10, h2, h3, h6 and h11. The device was evaluated onsite and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the electrosurgical generator experienced an e006 error during a therapeutic bipolar transurethral resection of the prostate (turp) procedure. There were no reports of patient harm.